Manufacturer narrative:
Although the location of the missing 3mm distractor thread is unknown, the operative area is within the oral cavity. Without verification of the location of the piece, the reportability will err on the side of caution and report the fragment as retained. Therefore, these fields have been updated to reflect ¿adverse event¿ and ¿required intervention.¿ (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: after the product investigation identified that a 3mm piece of the distractor device was missing, additional information was obtained from the hospital scrub technician. It was reported that the other half of the broken distractor body had been screwed into the patient's jaw bone. Additional clarification was obtained from the product development engineer indicating that the distractor body is not implanted in the bone. However, the device is placed in the intra-oral cavity of the patient during the procedure. Therefore, the missing portion of the device could have remained in the patient.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Not explanted. Class iii device (pro-disc implant). (B)(4). Service history review was attempted. Part no. 311.023, serial/lot no: (B)(4). No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 8-jul-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Service and repair evaluation, the customer reported the screw looked to be the wrong size, and the slider fell off. The repair technician reported the screw was missing. Missing parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 10-nov-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that a surgeon was performing a lefort I maxillary distraction case and was attempting to attach the distractor to the bone when the part broke in 2 large pieces. No fragments were generated. The device was removed, disassembled and then reassembled with a new part. The delay in surgery was between 15-20 minutes. There was no patient harm. The outcome of the surgery was good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned 20mm maxillary distractor body (part 288.027 / lot 7545382) is included in the maxillary distractor system, a modular system for gradual advancement of the maxilla utilizing a lefort osteotomy. Along with the distractor, a small screw with a stardrive recess was also returned with no visible identifiers and it did not seem to be associated with the complaint. The returned distractor was received with only the distraction barrel; the associated advancement screw, activation nut, and pin were not returned. The returned distraction barrel was received with a portion of one of its threads from its distal threaded tip broken off and the distal tip also seemed to be slightly deformed. The returned 20mm maxillary distractor body was manufactured in june, 2014. The drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the information provided in the complaint description, it is not possible to determine a definitive root cause for the complaint condition. However, based on inspection of the returned part, it is possible that the damage was the result of exposure to excessive forces while using the alignment rods. It is stated in the maxillary distractor technique guide that the alignment rods should not be used as leverage for bending the footplates as this may cause damage to the distractor bodies. Device history record review: manufacturing date: june 11, 2014. A non-conformance report (ncr) was generated for oversized diameter. All fifteen (15) parts were returned to the supplier for evaluation and rework. The parts were then returned to synthes and 100% inspected. The full lot was then acceptable as ¿conforming.¿ there is no indication that the oversized diameter reported by ncr is relevant to the complaint condition reported. In addition, the following raw material lots were reviewed (7369275, 7041239, and 6841093) with results as follows: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device is not intended to be implanted in the patient¿s bone. Device attaches to a plate in order to provide distraction (or compression) of the implant. The device broke during the procedure. Per the invent description, another device was available to complete the procedure. The service history review and service & repair evaluation reported on the initial medwatch were reported in error. The applicable device history review and investigation analysis are being reported in this medwatch report. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.